Manufacturer narrative:
(B)(4). Additional information was received that there were episodes of inappropriate atrial tachy response (atr). The patient was has put on antiarrhytmics and there were no atrs since then.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
(B)(4). Additional information received indicated that the right ventricular (rv) lead was explanted and replaced. The device remains in service with the newly implanted lead. There were no additional adverse patient effects reported.

Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. The shock impedance has recently gone from stable to out of range. The pacing impedance has also shown an increase. Boston scientific technical services (ts) recommended troubleshooting but suspects the start of a lead issue. Additional information was received indicating the shock impedance is still high but the other lead measurements are normal. Attempts to get further information have been unsuccessful. There were no adverse patient effects reported.